Event description:
Repair request initiated and escalated to complaint for the device with a report that the attachment was damaged by a tool. No patient impact reported. No additional information was available on follow-up.

Manufacturer narrative:
Evaluation determined that footed portion was damaged by tool contact. The damage is only cosmetic in nature as the foot is capable of protecting the tool from contacting the dura. The user manual contains the following warning ''the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and did not reflect any conditions related to the reported malfunction. No additional information was available on follow-up. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.